Event description:
Edwards received information that a 27mm 7300tfxj pericardial mitral valve, implanted approximately five (5) years and eleven (11) months, was explanted due to mitral stenosis secondary to calcification. The device was originally implanted for mitral valve replacement to correct mitral stenosis. In (B)(6) 2020, symptom of heart failure appeared. Through the echo, the patient was diagnosed with mitral stenosis secondary to calcification. The device was explanted and replaced with a 27mm non-edwards mechanical valve with no adverse patient events reported. The patient status was reported as "recovered". The device was returned for evaluation. Patient medical history: chronic atrial fibrillation. The surgeon commented that the device calcification is relatively earlier than expected. The patient was not a dialysis patient. Product evaluation: customer reports of stenosis and calcification were confirmed. Calcification and host tissue overgrowth restricted leaflet mobility and led to stenosis.

Manufacturer narrative:
Customer reports of stenosis and calcification were confirmed. X-ray demonstrated wireform intact and heavy calcification on all three leaflets. Minimal to moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 7mm on leaflet 3 at the inflow aspect and 7mm on leaflet 2 at the outflow aspect. Host tissue overgrowth fused leaflets 2 and 3 by approximately 2mm at commissure 3 on the outflow aspect. Host tissue overgrowth on the stent circumference was moderate at both the inflow and outflow aspects. Calcification and host tissue overgrowth restricted leaflet mobility and led to stenosis. Sewing ring was cut in multiple areas of the valve and cut off sewing ring fragments were not returned with valve. Multiple sutures also remained attached to the sewing ring around the valve.h10: additional manufacturer narrative:the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution.

Manufacturer narrative:
Additional manufacturer narrative: bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. In this case, calcification was indicated. Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. The device was returned for evaluation but the evaluation is pending. Once complete, a supplemental report with findings will be submitted. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 27mm 7300tfxj pericardial mitral valve, implanted approximately five (5) years and eleven (11) months, was explanted due to mitral stenosis secondary to calcification. The device was originally implanted for mitral valve replacement to correct mitral stenosis. In (B)(6) 2020, symptom of heart failure appeared. Through the echo, the patient was diagnosed with mitral stenosis secondary to calcification. The device was explanted and replaced with a 27mm non-edwards mechanical valve with no adverse patient events reported. The patient status was reported as "recovered". The device was returned for evaluation. Patient medical history: chronic atrial fibrillation. The surgeon commented that the device calcification is relatively earlier than expected. The patient was not a dialysis patient.

Manufacturer narrative:
H10: additional manufacturer narrative: updated: b4, g3, g6, h2, h6.